Event description:
It was reported that the patient had not been able to turn stimulation on for a ¿week or two¿, which was why she was in pain. About a week prior to report, the patient went to turn stim on but observed the sync screen on the patient programmer. The patient thought it was because she had left it in the car. However, the next day, it did the same thing, even though she was in the house all day. The patient noted that there was a problem with the patient programmer. The patient had a mystim patient programmer and for ¿several days¿ it would not turn on. It kept showing the sync screen and then it would shut back off. The patient then went to the clinic the day prior to report because she was in so much pain and took it with her, but it did the same thing. Patient services reviewed with the caller that the sync screen was prompting the patient to press the sync button on the patient programmer. Then, on the date of report, the patient was able to use the patient programmer to turn stimulation back on but her pain control was about half of what it usually was. It was not helping her pain as much as it previously did. It was also reported as not taking away her pain like it used to. The patient confirmed she was able to sync with the implantable neurostimulator (ins) successfully and that stimulation was on. The patient did not try increasing stimulation but stated she was feeling stimulation. The patient was redirected to the healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).